Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(6) had an "ail bolus limit" error message during rate test lvp8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. I instructed (B)(6) to connect pcu to alaris system maintenance software manually. He did so and the issue was corrected.